Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 570 mg/dl. The customer did experienced symptoms such as felt thirsty, vomiting, fatigue. The customer was stated that at the time of hospitalization event occurred was feeling sick unwell tired weak. The customer was treated with intravenous insulin drip. The insulin pump will not be returned for analysis.